Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable, the lemo connectors, and the smart switch circuit board. The system operates as intended.

Event description:
The fse reported that the system intermittently would not boot up. There is no report of injury or death associated with this event.